Manufacturer narrative:
Other contact person: (B)(6). Other contact phone number: (B)(6). Other email: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) had an autofill issue. There was no patient harm or injury reported.